Manufacturer narrative:
(B)(4). Batch #: u95x9l. Date of event is (B)(6) 2021. Event day was not reported. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the el5ml device was returned with no damage in the external components. The device was received with the trigger in midway position and upon visual inspection, one clip was noted to be properly formed in the jaws. The clip was removed in order to perform functional testing. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled, and it fed and formed nine conforming clips. The event described could not be confirmed as the device performed without any difficulties noted and with no product defect identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following: "caution: insert the clip applier through an appropriately-sized trocar. The empty jaws will passively collapse as they are inserted through a 5mm trocar and reopen when completely through the trocar. Prior to positioning the jaws around the tubular structure or vessel, load a clip into the jaws by partially squeezing the trigger in a smooth continuous motion for approximately one-third of the total firing stroke. Prior to loading a clip in the jaws and firing the instrument: ensure that the jaws are fully open by verifying that the line of demarcation between the jaws and the instrument shaft is past the distal end of the trocar cannula. Prior to positioning the jaws around the tubular structure or vessel, load a clip into the jaws by partially squeezing the trigger in a smooth continuous motion for approximately one-third of the total firing stroke. Position the jaws with the preloaded clip completely around the tubular structure or vessel to be ligated. The structure to be ligated should be positioned against the apex of the clip." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.

Event description:
The device was originally received (B)(6) 2021 with no complaint information. Attempts were made to reconcile the device with no success resulting in the creation of a new "blind unit" complaint. Additional information received from affiliate/customer that this device belongs to a complaint with event date some time in (B)(6) 2021 and with alert date on (B)(6) 2021. It was reported that during an unknown procedure, the clip was not firing correctly/properly. Jaws were not meeting. It is unknown how procedure was completed. There was no patient consequences.